Manufacturer narrative:
(B)(4). Ae or product problem corrected from adverse event to reported issue is both an adverse event and a product problem. (B)(4).

Event description:
It was further reported that the previously reported vein ablation was balloon cyroablation of the four pulmonary veins. The location of ablation was the left atrium. The watchman procedure was performed immediately following the ablation. During the watchman procedure, air bubbles were observed in the watchman delivery system while advancing the device. The device was withdrawn from the patient and re-flushed to remove the air. No air was observed in the patient's anatomy. There were no patient complications during the procedure. The patient was stable post procedure. The patient was diagnosed with a lacunar ischemic stroke. Transesophageal echocardiogram (tee) was performed and no thrombus was noted on the watchman. The patient was evaluated and treated by neurology for cerebral ischemia. The patient was discharged with motor deficit. The patient's "positive evolution is awaited" as the patient had not returned for follow up.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that patient complications occurred. On (B)(6) 2017 the patient underwent a successful ¿vein ablation¿ and a left atrial appendage (laa) closure procedure. A 30 mm watchman laa closure device was implanted in the patient¿s laa. Twelve (12) hours after the procedure the patient showed motor deficit (motor loss) initially of the right pelvic limb and decreased muscle strength of the right thoracic limb. Twenty-four (24) hours later the patient showed right hemiplegia and 96 hours later, motor aphasia was associated. At the time of discharge from the hospital, the patient had hemiplegia.